Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 185cm moderate support straight pt² guide wire was advanced to the target lesion along with a non- bsc guide wire. The unspecified balloon catheter was used to dilate the target lesion. After post dilatation it was noted that the tip of the pt2 guide wire broke off. The procedure was completed with the implant of a 2.50 x 28mm non -bsc stent in the lesion and a 2.5 x 18mm non-bsc stent was deployed to pin the detached guide wire tip against the arterial wall. No further patient complications were reported and the patient¿s status was stable.